Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2015 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was displaying an error 4 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the products issue began two hours prior to contacting lifescan. The patient manages their diabetes with an insulin pump. The patient was unable/unwilling to answer if they made any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of "dizziness, headaches and nausea" sometime after the alleged issue began. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms do not meet lifescan's criteria for a serious injury and the patient did not receive any treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.